Manufacturer narrative:
Initial reporter facility name: (B)(6) hospital- (B)(6). Initial reporter address:(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the titanium adapter could not be separated from the patient connector of a minicap transfer set. This event occurred during use of the devices for peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.